Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a caucasian female patient who underwent a primary breast augmentation with 475cc mentor smooth round moderate profile saline breast implant experienced right-sided implant deflation postoperatively. Deflation was diagnosed by physical examination. As a result, the patient underwent explantation and replacement with like device, catalog # 3501680, right lot-serial # (B)(4) on (B)(6) 2015.